Event description:
Caller reported that the mobile app was frozen while attempting to load a cartridge. There was no adverse impact to the customer's blood glucose level. After several unsuccessful attempts to resolve the issue by re-pairing the app and reinstalling it, the caller was instructed by technical support to reset the pump, which successfully resolved the issue and allowed the pump to pair with the mobile app. No further assistance was required.